Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 19:34:16. During night drain cycle three, the patient's ultrafiltration reading was 1518ml, indicating the home patient (hp) drained 1518ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was evaluated and the iipv event was confirmed through the review of the event history logs. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is received, a supplemental report will be submitted.